Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that about a week ago they noticed that their implant battery was running out of charge faster than it used to. Patient said that when they charged the implant battery, the next day they had to charge the implant again. Ps reviewed information on how settings can impact implant battery depletion, patient said they had their settings changed on march 24th. The patient was redirected to their healthcare provider to further address the issue. Patient said they had been noticing "some electrical anomalies", ps asked patient to clarify what they meant by this. Patient said that the implant wasn't charging properly.